Event description:
This ra lead was implanted on (B)(6) 2001 and remains implanted at this time. This is noted on (B)(6) 2014 due to complete undersensing of atrial activity, no atrial capture and atrial noise logged. On interrogation there was an alert as the atrial lead had tripped the safety switch to unipolar (though no measurement out of range could be seen and therefore this may have occurred > 12 months ago). The patient has only in the last few months noticed a sensation in his chest which could be muscular stimulation. He is also not feeling as fit as he previously has. He has a good sinus rate of about 60bpm. The patient will have an x-ray and likely has dislodged his chronic atrial lead. The ventricular lead is stable. The physician is unknown at (B)(6) in australia. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).